Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon catheter failed to inflate. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon catheter failed to inflate. There was no reported injury to the patient.

Manufacturer narrative:
Additional information - serial number (B)(4). Lot number [from] 3000089609 [to] 3000085808 exp. Date [from] 04/17/2019, [to] 12/07/2018. Manufacture date [from] 04/17/2019, [to] 12/07/2018. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and the one-way valve attached to the catheter. The extender tubing was also returned. The outer catheter tubing was observed to be flattened along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. The one-way valve was vacuum tested and it held vacuum. An underwater leak test of the balloon, catheter, y-fitting extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. We were unable to duplicate the reported difficult/unable to inflate problem. Although we did not repeat this event in the laboratory setting, the oval shape condition of the catheter tubing can restrict the gas passage and result in poor inflation of the iab. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).